Event description:
Pt went to surgery for the insertion of a cv catheter on 12/31/96 at 11:30 am. Catheter was placed as a right subclavian line. On 1/1/97 at 11:30 am, edema noted to the right chest wall. At 2:30 pm the central line dressing was noted to be saturated. On 1/2/97 at 7:30 am the catheter was found to be leaking from both ports. The tpn was discontinued per physician and changed to proximal at 8:00 am this port was noted to be leaking. Physician notified, fluids stopped. At 10:00 am pt returned to surgery, due to a leaking catheter. Another catheter was implanted in the right subclavian. Pt discharged from the hosp on 1/7/97.